Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, while advancing the jack screw during poly insertion, the tip of the attachment screw broke off inside the tibial tray. The surgeon was unable to retrieve the broken piece because it broke off flush to the tray. In order to insert the poly by hand, the surgeon had to get a femoral distractor to distract the ankle joint. Two shantz pins were inserted, one in the tibia and one in the calcaneus and the joint was distracted. Case was delayed by approximately 20-30 minutes.